Event description:
It was reported that, during a tka the rt plus modular loan instruments had a hole through the sterile wrap on one of those trays, ((B)(4)) instead it was used the rt plus monoblock loan instruments, however, the rt-plus sol drill w.stop was missing from the kit ((B)(4)) therefore surgeon used a 3.2 pin drill to prepare the 6mm peg holes for the femoral cutting block. Also, surgeon could not assembles the tibial rt plus monoblock loan cutting jig in the reamer, ((B)(4)) instead had to use the gen ii tibial cutting jig. The procedure was completed with a delay less than or equal to 30min, using smith-nephew back-up devices. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: it was reported that, during a total knee arthroplasty the rt plus modular loan instruments had a hole through the sterile wrap on one of those trays, instead the rt plus monoblock loan instruments were used. The procedure was completed with a delay of less than 30min, using smith-nephew back-up devices. No patient injury or other complication was reported. The device, used in treatment, was not returned for investigation. The production documentation and complaint history review could not be performed since the lot number was not provided. According to medical investigation, smith+nephew is unable to rule out a procedural variance as a contributing factor to the reported event. However, based on the information provided, the issue was reported during instrument set-up outside of the patient. According to the report, the surgeon was able to be complete the procedure with a delay less than 30min, using s+n compatible back-up devices. According to the document "processing, cleaning, disinfection and sterilization of instruments¿ from smith & nephew orthopaedics ag all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition. The failure mode and the severity of the reported issue are covered in the corresponding risk management file of s+n. However, the application and care of a sterile wrap before surgery is within responsibility of the hospital¿s sterilization unit, and not of s+n. One should handle the tray carefully after wrapping and before use. Based on the conducted investigation, the root cause could not be determined conclusively and the need for corrective actions is not indicated. Should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor for similar issues.